Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to damage on the circuit board of the scope connector, due to stress of repeated use, external factors, or handling. The root cause could not be identified for the for the foreign material, it is likely the result of insufficient reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image noise and foreign objects in the nozzle. There was no patient involvement.